Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The device history log showed that multiple "cannot start pump" alarm was recorded. The sensor test was performed to confirm the reported issue of "false air in line". The air in line sensor failed and will be replaced.

Event description:
Additional information received indicated that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant false "air in line" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.